Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2018 alleging that on (B)(6) 2018, the patient experienced hypoglycemia while on insulin pump therapy evidenced by blood glucose measuring in the 30 mg/dl range with loss of consciousness and confusion, cognitive impairment, unsteadiness and dehydration. The patient was reportedly treated by emergency medical services with intravenous glucose and intravenous fluids as well as gatorade and food. The reporter alleged that the pump was inaccurately calculating the insulin-to-carbohydrate ratio. The reporter stated they believed the ratio should be 1-unit insulin for each 25 grams of carbohydrates. On troubleshooting by animas customer support, the insulin-to-carbohydrate ratio in the pump was set to 1-unit insulin for each 15 grams of carbohydrates. Animas customer support referred the patient to their health care provider for confirmation of the appropriate setting and correction of the insulin-to-carbohydrate ratio in the pump. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a training/misuse issue.